Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump in good condition. Functional and visual testing was performed to confirm the issue. The investigation was unable to duplicate the customer's stated problem. Inspected the pump and performed functional and it passed all tests. Further investigation of the pump found no issue.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump will not infuse. There were no injuries or adverse events reported.